Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was explanted and replaced on 04 nov 2019. The patient was in stable condition.